Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The reported observation of charing issues was not confirmed during electrical analysis. The root cause of the observation was not ascertained. The returned device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, output signal integrity and charging circuitry. All portions of ate testing passed which includes charge testing of the eterna device.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was having issues charging the ipg. Troubleshooting was attempted by the company representatives to no avail. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.